Event description:
Customer reports discrepancy in pco2 results on one patient samples in between two m248 blood gas analyzers. There was no report of injury for this event.

Manufacturer narrative:
The cause of discrepancy in pco2 results is unknown. Serial # (B)(4).